Event description:
It was reported that this patient was brought into clinic as part of the recent accolade advisory. Upon interrogation, the pacemaker was found to be in safety mode. The patient had been complaining of dizzy spells since november, so the clinic suspects the device has been in safety mode since then. Pacing inhibition was also witnessed in clinic. The patient was admitted to the hospital and underwent a replacement procedure the same day. No additional adverse patient effects were reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this patient was brought into clinic as part of the recent accolade advisory. Upon interrogation, the pacemaker was found to be in safety mode. The patient had been complaining of dizzy spells since november, so the clinic suspects the device has been in safety mode since then. Pacing inhibition was also witnessed in clinic. The patient was admitted to the hospital and underwent a replacement procedure the same day. No additional adverse patient effects were reported. Product return is expected.